Manufacturer narrative:
Corrected information was provided in d1, d2a, d2b and h6 component code. Upon review, it was identified that the product details has now been updated.

Manufacturer narrative:
Corrected information was provided in d4 (lot, catalog, expiry date, primary UDI number). Upon review, it was identified that the product details has now been updated. Corrected information was provided in h4 (device manufacture date). Upon review, it was identified that the manufactured date has now been updated.

Event description:
Description: the complainant reported a patient noted as high-risk percutaneous coronary intervention (hrpci) was implanted with an impella cp device for mechanical circulatory support. It was reported that after inserting the impella cp through the 14 fr 25cm peelaway introducer sheath, there was bleeding observed around the impella catheter in the 14 fr sheath. To resolve the bleeding, the repositioning sheath was used by inserting approximately 4cm into the 14 fr sheath. With the repositioning sheath in place, single access was no longer possible for the hrpci and a new access was obtained in the radial artery for the hrpci. It was noted that the patient received frequent doses of fentanyl intravenously because of pain, and that access site closure was difficult due to patient anatomy. It was reported that during closure of the impella access site the angioseal failed and a perclose device was deployed to achieve hemostasis. The patient was successfully weaned and survived the procedure. This complaint involves two impella devices: impella cp introducer 14 fr 25 cm with lot number s9158857 impella cp pump with serial number (B)(6). This MDR specifically addresses impella cp pump with serial number (B)(6), which is the subject of this report. Separate mdrs will be submitted for the other devices associated with this complaint.

Manufacturer narrative:
The initial MDR was submitted timely for the introducer with mrn 1220648-2025-46855. Upon review, it was determined that the pain, medication for pain, bleed, surgical intervention, additional device required, and device-device incompatibility were associated with the pump, not the introducer. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6 medical device problem code a1702 and a24 are no longer applicable to this report.